Event description:
It was reported that when using the equipment, it formed an elbow in the tube that interfered with the flow of infusion of intravenous fluids, consequently hindering the proper use of the equipment. No injury.

Manufacturer narrative:
Event problem and evaluation codes: updated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Seven (7) pictures were received for evaluation. Visual inspection found pictures one and seven shows a close-up of the connector reflux and tube joins; the 8? Tube appears to be kinked at the connector join. Picture two shows the packaging pouch of the warming set label. Pictures three and six shows the warming set connected to the fluid warmer and to two extensions at the end of the 8? Tube with the female luer lock. Pictures four and five shows a front view of the warming set connected to the fluid warmer to two extensions at the end of tube with the female luer lock. The complaint is confirmed. The most probable root cause is the extension line was not set-up properly per the IFU (instructions for use); and the IFU note ?do not kink the fluid warming set. Do not restrict the circulation of the solution through the tubing? Was not followed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).